Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with a mentor memorygel, 600cc silicone breast implant has experienced bilateral silent rupture postoperatively. As a result, patient underwent bilateral replacements as follow: l/cat#: 3504251bc sn#: (B)(4), r cat#:3504251bc sn#: (B)(4) on (B)(6) , 2022. This report relates to the right prosthesis.

Manufacturer narrative:
This complaint has been identified as a duplicate of manufacturer report number: 1645337-2022-13882. A review has been made and this complaint will be converted to npi. See manufacturer report number 1645337-2022-13882 for final reporting and complete documentation of this event. No further regulatory reporting to us FDA will be done in this complaint file. Manufacturer¿s reference number: (B)(4).